Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states: "the surgeon felt resistance while the iol passed through the cartridge nozzle. Then lens got stuck. Incision of 2.0 mm was used. When removing the cartridge with the lens stuck in, a slight injury was caused to the incision and consequently to the patient. The operation ended with the implantation of a lens of another manufacturer." "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with this case has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone spheric rao100c batch 102202034 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 102202034. It is not possible to establish root cause from the limited evidence and information available.

Event description:
On 23rd january 2024, rayner received notification from its distirbutor in russia of an event that occurred during use of a rayone spheric rao100c. The verbatim report received states: "the surgeon felt resistance while the iol passed through the cartridge nozzle. Then lens got stuck. Incision of 2.0 mm was used. When removing the cartridge with the lens stuck in, a slight injury was caused to the incision and consequently to the patient. The operation ended with the implantation of a lens of another manufacturer."